Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-26 rtg0578609 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller was able to connect to the communicator but saw no device when connecting to the ins. Confirmed my therapy app being used. Caller reported they can feel the edge of the ins but not the flat surface of the ins. Ins may be tilted in the patient. Caller attempted different position to connect but no change. Reviewed speaking with hcp about next steps. Caller has an appointment for (B)(6). Caller noted they had lost around 25lbs weight.